Event description:
Additional information provided from the field indicated this device exhibited additional oversensing during an atrial tachy response episode that led to an acceleration in their rhythm. No changes were made to the device and it continues to remain implanted and in service. No adverse patient effects were reported during this particular episode.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient felt a shock and then collapsed on the floor. Interrogation of the device noticed sinus rhythm in the ventricular tachycardia (vt) zone and far-field oversensing in the atrial channel. Initial therapy was inhibited but oversensing of the ventricular signal in the atrial channel trigged an atrial fibrillation (af) threshold. Vt was classified as stable and anti-tachycardia pacing was delivered twice but to no effect. A shock was then delivered which induced ventricular fibrillation, a second shock was delivered with reconverted the ventricle but initiated af with fast conduction. The device continued to deliver therapy until it was exhausted. The physician reprogrammed the vt and monitor zones and initiated rhythm ID for the patient. The device continues to remain implanted and in service. No additional adverse patient effects were reported.